Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing a tingling in his fingers. The patient stated that after the tingling started he tried to turn stimulation off, but thinks that he may have turned it too high because his heart started racing like crazy. The patient noted that he has a pacemaker implanted as well from another manufacturer and was on the phone with his nurse at the time of this call. The patient was assisted in turning down amplitude to 0.0v and turning off stimulation. The patient plans to follow-up with his healthcare provider and the manufacturer of the pacemaker to "send a transmission to his cardiac nurse." The patient stated that these changes were sudden. The patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.